Manufacturer narrative:
Additional information: d10 analysis found that complete lead was returned in one piece measuring 58.0 cm. The reported event of helix failure to extend was confirmed. The cause of helix failure to extend was isolated to the helix being clogged with blood. The reported event of failure to capture was not confirmed. Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that a patient presented for an implant procedure. During the procedure, the right ventricular lead exhibited no capture threshold and the helix could not be deployed. The lead was removed and replaced. The patient was in stable condition.